Event description:
Customer reported receiving an alarm during the manual prime and stated that insulin was squirting out. Customer stated that the insulin pump was dropped prior to the alarm and the drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with an injection. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device alarmed during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.